Event description:
Additional info was received from the abbott international affiliate after submission of the initial medwatch which states: "pt has IV lock--microbore extension set 7 inch with clave and spin lock collar. Clamp was not on lock but that should not be needed to prevent bleeding spontaneously. Pt bled twice from this product. Said product was removed. Pt states that he had a clave needleless connector on a cathelon IV and it spontaneously bleed. Equipment clamped, then removed." No further info was available.

Event description:
Report received from abbott international affiliate (abbott canada) that states: "the clave was attached to the IV line, pt was not yet being administered any drug via the line. The pt began to bleed spontaneously through the tubing and blood was coming out toward the clave. The mess was cleaned up and the clave was left inserted in the pt. A few hours later, the same thing happened again. The clave was then removed and a regular saline lock was inserted instead of the clave." No further info was provided.